Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: ultrasonic gastrovideoscope. Olympus gf type uc140p-al5. Olympus gf type uct140-al5. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on (B)(6), 2023. During the in-service, the customer was reprocessing a scope that was not validated for the oer pro. The representative covered all the cleaning disinfection and sterilization information in the reprocessing manual.

Event description:
The customer reported to olympus the ultrasonic gastrovideoscope was reprocessed incorrectly in the oer pro. There were no reports of patient or user harm associated with this event.